Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed replace battery alert. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer stated that the insulin pump had power error detected alarm. Customer stated notification light did not immediately stop flashing. Customer reported they were able to clear the alarm and was able to rewind the pump. The insulin pump will not be returned for analysis.